Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during the pci injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have just recorded 2 leaks during pci injections on catheters."

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-07-05. H6: investigation summary: one photo and two representative samples were received by our quality team for evaluation. From the photo, the shelf carton label was observed. The samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. Both samples passed the inspections, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during the pci injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "we have just recorded 2 leaks during pci injections on catheters".